Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s device was turned off when the patient entered a metal detector. No symptoms were reported. No further complications were reported/anticipated.